Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm approx 7 weeks ago. It was reported that prior to implant of the stent graft system, the pt had presented with back and abdominal pain and the aneurysm was found to have ruptured. The aneurx stent graft system was successfully implanted without complication. The pt presented to the operating room with a high white blood cell count 17 days post implant. The stent grafts were explanted because of an aortic sigmoid colon fistula and the explanted stent graft was discarded by the user facility. No additional clinical sequelea were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: other - lack of info (the explanted stent graft was not returned for eval, no operative reports were received), (pre-operative rupture, aortic sigmoid colon fistula).